Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that they experienced a high blood glucose level of 434 mg/dl. The customer¿s parent reported unable to put a new battery in the insulin pump due to a stripped battery cap. The customer had no symptoms. The customer treated for the high blood glucose level with a bolus from the insulin pump. The customer did troubleshoot the issue and was unable to remove the battery cap. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump had stripped battery cap coin slot, cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot. Minor scratched and cracked display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.